Manufacturer narrative:
The device has not been returned for investigation. A lot number review found the affected lot number to be without any remarks. A complaint review found no other complaints related to the affected lot number. No indications of manufacturing errors have been found. The most likely cause of the restricted ventilation is a change of positioning of the patient causing a partial occlusion of the tube. The IFU instructs the user that: "vivasight-sl's location should be verified every time the patient is moved. Should extreme flexion of the head (chin-to-chest) or movement of the patient (e.g., to lateral or prone positions) occur after intubation, ensure that vivasight-sl remains in place."

Event description:
A vivasight-sl was used to ventilate a patient during a cardiac surgery. During the procedure the doctors expirencied that the patient could no longer be sufficiently ventilated. They originally thought it was due to bronchospasms and therefore medicated the patient. They then had to remove the vivasight-sl and re-intubate the patient. The overall approach of the surgery had to be changed from minmal invasive to sternotomy. Upon removal of the vivasight-sl the user noticed that the tube had a kink. The kink was not discovered during precheck.